Event description:
It was reported that, after a bhr construct had been implanted on (B)(6) 2021, the patient experienced a femoral neck fracture on (B)(6) 2021. A revision surgery was performed on (B)(6) 2021 to treat this adverse event. Details about the revision surgery are unknown. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: it was reported that a revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The provided x-rays were reviewed and confirmed the event. However, they don¿t indicate a root cause of the femoral neck fracture. We can¿t rule out weight bearing, rehab, quality, or preparation of the bone. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.